Event description:
Admitted for shortness of breath on (B)(6) 2004. Cxr revealed broken piece of catheter (port-a-cath) in pulmonary artery. Retrieval of catheter piece done on (B)(6) 2004 and removal of port and remaining tube done on (B)(6) 2004.